Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited intermittent high shock lead impedance measurements ( > 120 ohms). The impedance measurement was currently 56 ohms, stable and reproducible. There were no noisy signals in the stored egrams; however, noise was produced with pocket manipulation. The patient was brought back for an invasive investigation and the setscrews were re-tightened. Guidant received additional information that shortly after the invasive setscrew tightening, the device was emitting tones.